Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported stating that there was a crack in the optic. Lens was inserted and removed. The procedure was completed on the same day. As per the surgeon's opinion the product caused or contributed to the event was noted as, loading - plunger was above the lens. Additional information has been requested.

Manufacturer narrative:
A company delivery system injector sample was not received at the manufacturing site for evaluation for the report that the plunger was above the lens; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot/batch/serial number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The exact root cause for this complaint issue cannot be determined as no injector sample was returned; therefore, specific action with regard to this complaint cannot be taken. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.